Event description:
The customer reported that the display was not working.

Manufacturer narrative:
(B)(4). The customer reported that the display was not working. The customer isolated the issue and ordered a new display. Philips spoke with the customer who confirmed the new display resolved the problem.